Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteral stenting procedure in the left ureter, performed on (B)(6) 2021. During the procedure, the insertion of the stent along the guidewire could not be completed since it was stuck in the middle of the ureter side. Another polaris ultra stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the stent was kinked.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteral stenting procedure in the left ureter, performed on (B)(6) 2021. During the procedure, the insertion of the stent along the guidewire could not be completed since it was stuck in the middle of the ureter side. Another polaris ultra stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the stent was kinked.

Manufacturer narrative:
Block h6: medical device problem code a0406 captures the reportable event of stent kinked inside the patient. Medical device problem code a0414 captures the reportable investigation result of stent torn inside the patient. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the suture hole was torn, and with the distal tip was deformed. The failure found as buckled/accordion could have been faced by the physician as several kinks. The photo attached in the complaint record was possible to observe that the device renal pigtail tip was damaged or deformed and the distal coil was observed buckled/accordion. The suture string was not returned with the device for the analysis. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, the stent was buckled in the bladder, renal and shaft middle section, however, this failure is known to be generated due to the force used when the stent is pushed up with the pusher/positioner over the guidewire or when the stent was used. The device was received without the suture string and the suture hole was found torn, this is evidence of a bad manipulation; therefore, the failures found are most likely that it was generated due to the manipulation of the device or due to the interaction with other devices during the procedure. The problem found of the tip damaged or deformed was documented in the coding table as system damaged. The device was tested and mandrel 0.035" were inserted through the catheter and no resistance was felt and the guidewire was unloaded without issues. Therefore, adverse event related to procedure is selected as the most probable root cause of the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.